Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed on the photograph using the naked eye which observed a leaking bag. Due to the nature of the sample, no additional testing could be performed. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 3l all-in-one container was leaking. It was further reported that the bag was partially empty due to the bag found pierced. This was noted prior to therapy use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.